Event description:
In 1993 the pt underwent emergency surgery for acute supparative appendicitis. Removal of the appendix was slightly difficult in that it was covered by a tongue of omentum and would not release from it manually. Initially, pt's post-operative course was uneventful. They developed an abscess 4 months later and was treated with a needle aspiration. Cultures showed pepti-streptococcus which was treated with oral antibiotics. In 2001 they presented to the ER with abdominal pain. They discharged pt thinking it was a hernia. 44 days later the pt experienced a recurrence of the pain in the right lower abdominal quadrant. They were taken to the or where an abscess was discovered and was opened. The abscess involved the full thickness of the rectus muscle and was contained within the peritoneal space. After draining the abscess, the surgeon made note of some loose fragments of suture within the area. He comments in the operative note that he typically uses an absorbable suture in this area and that it appeared to be vicryl suture. Cultures from the right groin swab show only a few gram negative rods. Post operative CT scan was clear. An office note indicates a suture spitting on right side. The stitch was removed under local.